Event description:
It was reported that a gradual increase in high voltage lead impedance was observed. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received states that the patient received an alert for high, out of range high voltage lead impedance. Isometric testing was performed and no other electrical anomalies were observed. No lead anomalies seen on x-ray. The patient will be followed with weekly remote transmissions.